Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported the patient lost coverage on their right side. The patient¿s primary pain was in their right leg, and now they barely feel it on right. The rep programmed the right side of the lead and got the left leg. The rep performed programming and an impedance check. The hcp was sending for x-rays to see if the lead moved. The issue was not resolved at the time of this report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported the stimulation was supposed to be in both legs and the patient only was getting it in the left leg. X-rays were taken and showed no lead movement. The patient was referred to another healthcare provider (hcp) for a second opinion. No further complications were reported.